Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported three years following intraocular lens (iol) implant surgery, the iol dislocated posteriorly due to a detached haptic. He stated the pt had visual impairment. The surgeon reported the iol was exchanged for a posterior chamber lens. Additional information was received from the surgeon, who reported the pt was hospitalized. He stated the event has resolved.